Event description:
A report was received that the patient was experiencing extended charging time. The ipg was only able to get 1 bar of charge despite completing 2 charging cycles. The patient will undergo ipg replacement procedure.

Event description:
A report was received that the patient was experiencing extended charging time. The ipg was only able to get 1 bar of charge despite completing 2 charging cycles. The patient will undergo ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg was functioning properly. The physician will replace the ipg to maximize the patient¿s coverage with the new technology.